Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
Event reported via medwatch report # (B)(4): upon prepping the 50cc sensation balloon for insertion, it was discovered that the balloon was not tightly wrapped and would not fit into the sheath. A new device had to be opened.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).